Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was observed, however the photos are not conclusive of how the device fails. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. It was confirmed that the terumo vacutainer tube was used. The terumo product used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts black over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter experienced poor sleeve function and blood splatter/leakage or other leakage from device other than non-patient end needle/sleeve. The following information was provided by the initial reporter: translated to english. The customer reported as follows: "during transferring blood into the 3rd tube, the rubber sleeve was separated, resulting in blood leakage. The customer is using terumo's tube with a film stopper; it seems highly likely that this incident is not a bd's product defect but was caused by the hcp's pressing the tube strongly."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter experienced poor sleeve function and blood splatter/leakage or other leakage from device other than non-patient end needle/sleeve. The following information was provided by the initial reporter: translated to english. The customer reported as follows: "during transferring blood into the 3rd tube, the rubber sleeve was separated, resulting in blood leakage. The customer is using terumo's tube with a film stopper; it seems highly likely that this incident is not a bd's product defect but was caused by the hcp's pressing the tube strongly."